Event description:
Per the clinic, the patient was explanted due to the discovery of a tip folder of the device by post op x ray in the recovery room. This event occurred during the patient's initial hospitalization for the original implant surgery. The patient was then placed under anesthetic a second time to replace the device. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).